Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 1462d, frequency and expiration date unspecified). After an unspecified duration, the metal part of the device broke off and the floss spool popped out of container. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012 from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number 1462d, frequency and expiration date unspecified). After an unspecified duration, the metal part of the device broke off and the floss spool popped out of container. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(4) 2012 and (B)(4) 2013. Sample was received. A review revealed no adverse trends and no trend involving lot number 1462d. The retain sample and the device history record review did not indicate reach johnson and johnson floss, mint waxed failed to meet specification. The returned sample was examined. The cutter was properly assembled to the dispenser. Also the returned sample evaluation showed evidence of that the lid was detached. Evaluation is initiated to perform investigation of the lid detached. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.